Manufacturer narrative:
The device was received with critical pump error and unable to download due to corroded electronic assemblies. The device was received with corroded battery tube and corroded motor home switch. It was received with minor scratches on case, cracked battery tube threads, cracked retainer, peeling serial number label and minor scratches on lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had critical pump errors alarm. Customer cannot recall blood glucose reading. Troubleshoot was performed. Customer states insulin pump display reads critical error. Customer was in a pool while alarm occurred. Customer recommended customer refer to back up plan per healthcare provider instructions. The insulin pump will be returning for analysis.